Manufacturer narrative:
Additional information: outcomes attributed to adverse event, event, relevant tests/laboratory data, type of reportable event. Event: upon follow up it was reported the patient remained hospitalized and on an unknown date, the patient experienced a blood infection. The cause of the blood infection was unknown. Seventeen days after the peritonitis onset, the patient passed away. The cause of death was reported as due to a blood infection. It was not reported if an autopsy was performed. It was the patient was recovering from the peritonitis event at the time of death. Antibiotic therapy was ongoing at the time of death. Pd therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Eleven days before the event onset, the patient was hospitalized for another indication. During hospitalization, the patient developed peritonitis. The same day as the peritonitis onset, the patient was treated with vancomycin and ceftazidime injections (1 gram each, both ongoing, routes and frequencies not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.